Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the attached multi-function cable was unable to connect to the defibrillator. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to the multi-function cable connector not seated properly to connector panel. The connector was secured and the multi-function cable retainer was installed to remedy the condition. Analysis for reports of this type has not identified an increase in trend.